Manufacturer narrative:
Batch review performed on 21 february 2019: set ref (B)(4), lot 177066: (B)(4) items manufactured and released on 10-nov-2017. Expiration date: 2017-10-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event. As regards the specific screw lot: mat22881, another similar event has been reported (complaint (B)(4)). Visual inspection performed by r&d project manager: the visual inspection confirmed what reported into the complaint form. The instrument damage could have been reasonably caused by improper use, such as trying to remove the patella clamp before to have completely disengaged the base with spikes from the bone.

Event description:
After the implantation, the surgeon noticed that 1 out of 4 spikes of the base insert for patella clamp was missing. The missing spike was found around patient patella and tendon. The surgeon was able to retrieve the pin from the patient body.